Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00565. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address elevated cobalt and chromium in the blood. Intra-operatively, corrosion of the right hip neck/head junction and metallosis were identified. The femoral head, neck, and liner were replaced. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. No device or photos were received; therefore the condition of the device is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual evaluation identified the following: the head and neck were returned assembled. The spherical surface of the head was free of damage. The flat surface around the taper hole exhibited dings and gouges. The stem had witness marks on the taper surface that mates with the stem. Dark foreign debris was present at the head-neck junction. No other damages were note. Evaluation of the returned products does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: event, concomitant medical products, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Concomitant medical products: item number: 00-8018-036-02, item name: femoral head, lot#: 62038536, item number: 00630500036, item name: neutral poly liner 36mm set, lot#: 61987655, item number: 00-7713-007-00, item name: mod ml taper fem st 7.5, lot#: 62066963, item number: 00-6200-052-22, item name: f/m acet shell 52mmod cluster, lot#: 61938323. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.